Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via a phone call, the sensor was giving inaccurate readings and causing the insulin pump to activate the threshold suspend. The customer's blood glucose was 261 mg/dl and the sensor reading is in its mid 50 mg/dl. The sensor was inserted on friday (B)(6) 2016. Customer states she inserted the sensor in her stomach and it was her first time using the sensor. Customer was advised how to calibrate the sensor. She is not returning the sensor for analysis.